Event description:
Device issue: stent dislodgment. Time of device issue: during stenting procedure. Adverse event: stent remains in pt anatomy. It was reported that an attempt was made to advance the 3.0x28 rx promus stent to the cx artery, the stent dislodged from the balloon into the aorta. It was not reported if the stent remains in the pt and was retrieved. There were no reported adverse pt sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: stent dislodgment can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. The product was not returned and the lesion characteristics were not described in the incident information, and may have aided in the evaluation. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgment was a result of the procedure. It is possible that interaction between the stent and the cx lesion contributed to the reported stent dislodgement, which possibly resulted in a foreign body left in the pt. Although a conclusive cause for the reported stent dislodgement cannot be determined, there is no indication of a product quality deficiency. To help ensure that the reported stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.